Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, a nurse reported that the patient stated that dipping was not possible. During a nurse visit, the tubing was unable to be dipped in all positions as there was no space when attempting to do the push / pull technique and the belly was pushed inwards. The insertion site was also noted to be red with a little pus. The nurse suspected that the internal bumper was stuck to the stomach wall and an endoscopy was requested. On (B)(6) 2019, it was reported that a buried bumper was diagnosed, was pushed loose, and the patient received a new peg and j tube endoscopically.